Event description:
This ra lead was implanted on (B)(6) 2004 and was surgically abandoned (B)(6) 2015 and was affected with infection on (B)(6) 2018. The physician was dr. (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)